Event description:
The customer states that when the blades are removed from the handle the back half of the blade breaks. This occurs post op and does not affect the procedure or pt. As far as they know they are using the product correctly. The customer would like to know if this is common and if we have instruction for use.